Event description:
According to the received info, a lady with elbow radius neck fracture was treated with two inion otps mini 2.5mm x 23 screws. Three weeks post-operatively, it was noticed that one screw was broken and the other screw was bent.

Manufacturer narrative:
Eval of the final release results of the same lot. Without add'l info, it is impossible to know what exactly had happed. However, as the final release results of the production lot were ok the fixation failure must have been caused by some force exceeding the mechanical strength of the screws. Considering the type of the fracture, and age and gender (female) of the pt osteoporosis (insufficient bone quality) may have contributed to this complication. Larger diameter screws or metal implants might have provided better fracture stability. Please see the following statements in the IFU: these inion otps biodegradable fixation system implants are not intended for use in and are contraindicated for: pt conditions including limited blood supply, insufficient quantity or quality of bone; and where pt cooperation cannot be guaranteed (e.g. Alcoholism, drug abuse). High-load bearing applications under the above mentioned indication categories a and b. Otherwise, load bearing indications (e.g. Diaphyseal fractures of long bones) unless used in conjunction with traditional rigid fixation. Good alignment/reduction of the fracture/osteotomy.